Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that one hl20 pump (serial # (B)(6) displayed the error message ¿runaway¿. The event occurred in during a routine check. During inspection also the error message "beltslip" was displayed. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Further the error message "beltslip" does not lead to a pump stop. This warning indicates to the user that the pump speed is smaller than 90% of the motor speed. Complaint ID: (B)(4).